Manufacturer narrative:
Visual inspection revealed rust color under rings 1 and 2. Dried body fluid found on the handle, main body tubing, distal end. Dried saline on the distal end, inside the irrigation ports. Electrical tests revealed that while manipulating the shaft, continuity checks revealed no electrical shorts or opens as checked manually using a multi-meter and breakout box. All electrodes, thermocouple and sensor resistances measured in spec and were typical. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Temperature testing revealed that when connecting device to a maestro 4000 to measure tip temperature. During 5 minutes at room temperature (21.9c), the maestro displayed 23c. While soaking the distal end for 5 minutes in a tank of 37.0c saline, the maestro displayed 37c. Leak testing revealed the device's lumen and distal end were leak tested using an isaac pressure decay test system. First, the irrigation holes and mes were sealed off with a touhy bourst seal. The lumen pressure decay was measured multiple times at 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.0599, 0.0363 and 0.0332 psi. Next, the distal end was inserted into fixture to seal the distal end. The distal shaft pressure decay was measured multiple times at 15 psi, with re-insertion of the distal end into the fixture between each test. Pressure decay values were 0.0363, 0.0353 and 0.0353 psi.

Event description:
Reportable based on device analysis completed on 30sept2019. It was reported a high temperature reading occurred and the ambient temperature was 80 degrees celsius. After ablation with the intellanav mifi open-irrigated catheter a high temperature reading occurred and the ambient temperature was 80 degrees celsius. The intellanav mifi open-irrigated catheter was replaced with another of the same device and the procedure was completed successfully with no complication and the patient was discharged. Device analysis revealed fluid ingress under two ring electrodes.